Manufacturer narrative:
Regurgitation and/or stenosis, which develops progressively over time, can be due to a number of issues. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) cannot be reviewed since the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 25mm perimount 2800 surgical valve, with an unknown implant duration, underwent a valve-in-valve procedure due to combined severe aortic stenosis and regurgitation. It was noted this was secondary to valve degeneration. A tavr was successfully performed with an edwards transcatheter valve. Post-deployment demonstrated no evidence of perivalvular leak. The patient was transferred to recovery in stable condition. Post-procedure, the patient was doing fantastic and was discharged home.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.